Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during surgery the universal modular electric/battery single trigger handpiece failed to function, despite the use of different batteries and battery cases. There was no report of surgical delay or pt injury associated with the event and alternate device was available to complete the procedure.